Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; e226 error was evident due to a faulty cable. Additional findings include a knot in the electrical cable and a smashed connector tip; all findings required repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera didn¿t work while using the hd 3cmos autoclavable camera head. The issue occurred during preparation for use, and there was no procedural impact or patient harm associated with the event. The device was returned and evaluated, and an e226 error was evident due to a faulty cable. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e226 (scope ID data hardware deployment failure) was due to faulty cable. Olympus will continue to monitor field performance for this device.